Event description:
Philips received a complaint by the customer on the bi-pap focus indicating that there was battery failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the battery failed due to falling out of the device. The remote service engineer (rse) provided the customer with the part number of the battery to order and replace. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.